Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-may-2026, a competent authority reported via email that an issue occurred with an ar-13995n multifire scorpion needle on (B)(6) 2026. Minimal harm was reported, and no additional information was provided. Additional information was received on 03-jun-2026: on 03-jun-2026, a competent authority reported via email that an ar-13995n multifire scorpion needle was used during a surgical procedure. After several uses, the tip of the device was observed to have broken off in the patient¿s shoulder. The reported fragment size was less than 1 mm. The surgeon attempted to surgically locate and retrieve the fragment; however, retrieval was unsuccessful. A replacement scorpion device was opened, and the procedure was completed.